Manufacturer narrative:
During the event investigation, the customer confirmed that an alt reagent cartridge was loaded into the slide supply position that had been incorrectly identified by the user as containing an ast reagent cartridge. Acceptable ast results were obtained for each affected sample when tested on an alternate vitros system. No malfunction occurred. The vitros 5,1 fs system operated as programmed and intended. The assignable cause of the event was user error.

Event description:
The customer obtained "no results" with the generation of a u90-351 (result below spline range) condition code for multiple patient samples processed for the vitros ast assay on a vitros 5,1 fs chemistry system. The customer determined that the results were processed from a vitros chemistry products alt slide cartridge. The customer did not report any erroneous ast patient results, as no numerical ast results were obtained from each affected sample. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number (B)(4).